Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). The service history reports indicated the following: during the previous 6 months, the item was returned on: (B)(4) 2014 due to: no failure identified; (B)(4) 2014 due to: service. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows two previous service conditions not relevant to the current complaint issue. The service technician noted the following action taken repair. The device has been serviced and functional testing has been performed in accordance with service manual (B)(4) - pre-repair diagnostic assessment/repair verification. During the pre-repair diagnostic assessment the service technician identified the following failure: trigger / slider blocked, jammed. The root cause of the event was determined to be normal wear. The device was repaired and returned to the customer (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the button/switch to operate/start the device does not function. The device was sent for evaluation and repair. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.